Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure while the physician was placing the stent into the common bile duct, the hydrophilic tip of the guidewire had separated and detached exposing the very tip of the metal corewire. The detached tip fell into the patient's enteric cavity and was successfully retrieved using a retrieval balloon. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned guidewire revealed that the distal tip peeled, exposing the corewire, approximately 0.2 cm. The tip of the metal corewire was not exposed. Presence of sanding marks and adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is not consistent with the returned guidewire since the tip was peeled and the tip of the metal corewire was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure while the physician was placing the stent into the common bile duct, the hydrophilic tip of the guidewire had separated and detached exposing the very tip of the metal core wire. The detached tip fell into the patient's enteric cavity and was successfully retrieved using a retrieval balloon. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.